Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during normal use of the ventricular assist device (vad), driveline sheath damage was identified in an area that had previously been repaired. Additional tape was placed by the patient at home. Servicing was required. During servicing, the tape was removed. The outer sheath was brittle with few cracks, but no wires were exposed. The driveline cover was smooth and movable. A new driveline sheath repair was performed, and the device remained implanted and in service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the driveline cable associated with ventricular assist device (vad) (B)(6) was not returned for evaluation. Review of the device history record confirmed that the associated device met all requirements for release. Review of (B)(6)¿s service history records indicated that the device was previously serviced, and the repair actions were verified. On-site inspection of the driveline cable, as well as visual evidence provided by the site, revealed that the previous repair was worn out, new damage to the outer sheath, and that repair tape had been applied by the patient. As a result, the reported event was confirmed. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the most likely root cause of the driveline repair damage may be attributed to factors such as normal wear over time and/or improper handling. Based on historical review of similar events, the most likely root cause of the new driveline sheath damage may be attributed to multiple factors including design issues and/or exposure to uv light. The most likely root cause of the observed self-repair can be attributed to the handling of the device. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.